Event description:
Bilateral ruptured breast implants, grade IV capsular contractures, increased pain & swelling, hematoma on right. Right breast implant labeled "310hp." A review of the medical record revealed no record of previous surgery at hosp.